Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a device changeout procedure, signs of infection (redness and swelling) were observed. As a result, a swab culture was taken and oral antibiotics were provided. This lead remains implanted. No additional adverse patient effects were reported.